Event description:
Information was received from a patient via friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient tried recharging their implant one week after receiving the implant; however, they were not able to connect and received an error message. Patient services reviewed the recommendation to wait until site has fully healed and reviewed general use of recharging with patient. When asked, the patient said that they could readily feel the implant and it seemed flat. They placed the recharger over the implant site; however, received multiple beeps, so they repositioned several times. A few times after repositioning, the patient did experience a connection, but then the recharger started beeping again. The patient received the 1707 recharging code, which they were able to clear. They started to recharge again, but didn't experience any improvement and said that they once again received the same error code. The patient completed a recharger reset per patient services recommendation. The patient once again started repositioning and received the open loop screen, but weren't able to find a location in which the number became any larger for more than a brief moment. Patient services reviewed possible healing factors of the implant site that could be causing interference. Patient services reviewed possible emi and the patient indicated the only sources could be from their cellphone and a computer in the room. Patient services instructed patient on how to connect with communicator to check battery level, which showed that the implanted battery was below 20%, so no progress was made during troubleshooting. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient had an appointment scheduled for next week. Patient services advised the patient to have their healthcare professional (hcp) call into technical services for troubleshooting during the appointment. There were no patient complications reported as a result of this event. Additional information was received from the patient. They reported that the most likely cause of the issue had been positioning of the recharger. The steps taken to resolve the issue were knowledge of where to place the recharger. The issue had been resolved. Additional information was received from the healthcare professional and patient. It was reported that the patient(pt) indicates that the device only charges up to 10% and will not advance past this percentage. The patient states they notified their manufacturer rep last month as well as their new managing hcp. Both confirmed to the patient that the device was 'malfunctioning' and they have scheduled the patient for a replacement of the device on this coming wednesday. The MRI tech noted that when they to put ins into MRI mode it sends them to the 'low battery' screen though the patient also noted that the ins was already in MRI mode. Agent reiterated labeling that states the device must be at or above 30% to pursue the MRI and the device per caller is at 10%. Agent noted that the instruction that they can give at this time is to try to charge the implant. The patient is to follow up with rep and they or hcp can reach pats. Agent reviewed attempting to charge ins and utilizing the pt's handset to identify info (i.e. Messages associated with an orange light on wr, etc.). Additional information received from the hcp was to discuss what would happen if device was scanned when only 10% charged and MRI mode activated but no eligibility available. Agent reviewed information and consulted with another agent but no engineers were available at time of call. Redirected to hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported the cause of the device malfunctioning was unknown. Patient stated they thought the most likely cause of the difficulty charging their device past 10% was due to a recharger issue. Patient reported they were not able to successfully recharge the implant and they contacted their doctor to have the device checked in spring 2024. As previously reported, patient confirmed they received a replacement stimulator on 2024-apr-24.